Manufacturer narrative:
The customer¿s report of a leak from the y-site was not confirmed; however the report of a cracked female luer was confirmed with leaking from the luer. Visual inspection revealed the female luer component was cracked on the top and continuing along its length with the crack measuring 0.448 inches long. No tool markings were observed around the luer. Functional testing confirmed a leak from the cracked luer. No leaking was noted at or around the y-site component. The probable cause of the cracked female luer is a combination of material degradation during the supplier process and manufacturing factors (solvent and over-torque).

Event description:
The customer reported that when the patient arrived to the nursing unit from the pacu, the pca tubing was noted to have leaked from the y-site and when disconnected was found to be cracked at the female luer. There was no patient harm.